Event description:
The customer's mother reported via phone call that the insulin pump alarmed no delivery. The customer wasted infusion sets due to the no delivery alarms. Customer's blood glucose level was 220 mg/dl. The alarm was resolved with an infusion set change. The device was not returned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.